Event description:
It as reported that the pt underwent angioplasty because of restenosis on the target lesion approximately three months after the original stent implant date of 3/4/2005. The procedure was successful.